Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the tip of the electrode broke entirely off of the device. Nothing fell into the pt cavity. No pt injury.